Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient had significant pelvic pain from tape. It was reported that there was an excision of vaginal portion of tape - major surgery. It was also reported that the device remains implanted. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Were any concomitant procedures performed? Onset date/time of the pain from surgery? Location and character of the pain? Please provide date and surgical findings of reoperation. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Were any concomitant procedures performed? Onset date/time of the pain from surgery? Location and character of the pain? Please provide date and surgical findings of reoperation. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient had significant pelvic pain from tape. It was reported that there was an excision of vaginal portion of tape - major surgery. It was also reported that the device remains implanted. Additional information was requested.